Event description:
It was stated that the customer was hospitalized for high blood glucose and the reading was over 600 mg/dl. The date of hospitalization was not provided. The customer also stated, the insulin pump gave a no delivery alarm this morning. Troubleshooting was performed and the insulin pump passed the prime test. The programming was also correct. It was explained that the insulin pump was working properly. Nothing further was reported.

Manufacturer narrative:
Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.